Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that based on the review of the lot history record, it can be assumed that the device was in working order and left another country's MFR, as per specifications. It is possible that the stent graft did not cross because of, but not limited to, following: tortuous anatomy, severely calcified vessels, presence of other devices e.g. Previously implanted stents. No device malfunction can be determined due to the lack of procedure and patient information and the lack of device investigation.

Event description:
Reporting status: malfunction. Reporting rationale: failure to cross with a graftmaster stent is an issue known to require a second device or additional procedure. Device issue: failure to cross. It was reported that a graftmaster was placed to treat the perforation, then the 3.5 x 19 mm graftmaster was attempted to delivered distally, through the previously placed stent; however, it failed to cross through the previously placed stent and was removed from the patient. The remaining area of perforation did not require further treatment and was resolved on it's own. No additional event or patient information is available.